Manufacturer narrative:
The collimator was returned to the manufacturer for analysis. Analysis found that the error "unable to initialize collimator" could be recreated. Visual inspection confirmed the collimator wasn't secured during shipment. X and w wire had been displaced and the spring that kept the wire under tension was stressed. Analysis found that the reported event was related to a mechanical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that replacing and aligning collimator resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. The part has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure before a case, while in the hallway, the image acquisition system (ias) would boot up but get stuck on initializing and then give the error saying unable to connect to collimator. The site rebooted the system and could hear the collimator moving on the inside of the gantry. In the ias remote desktop, the rotor motion controller showed verified, but not homed in the status. Additionally, on the mobile viewing station (mvs) there was an error upon boot-up that stated it was unable to connect to gain calibration file path. There was no patient present when this issue was identified.